Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of above 51 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with carbohydrates in the hospital. Based on customer report customer did not allege insulin pump was over delivering. Customer stated auto mode feature was not active at the time of incident. Customer performed self test and it was pass. The insulin pump will not be returned for analysis.